Event description:
On 10/28/2022, it was reported by a sales representative via email that an ar-3638dhc fibertak curved drill guide was extremely tight and an ar-3636h self bunching 1.8 knotless hip fibertak would not cinch down all the way. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device not returning. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.